Event description:
During a rotator cuff repair, the surgeon was doing lateral row repair using footprint ultra suture anchors 4.5mm and attempted to put 2 anchors in. Used 3.8mm tapered awl and on anchor insertion both anchors snapped into 2 pieces. All broken pieces were removed. Additional information confirmed the surgeon had to put a twinfix on a lateral row in a new hole for this. The surgeon also indicated that he prepped the hole as he always has, was using the correct trajectory, and put the tip of the anchor in the hole. On the first tap of the anchor the tip snapped.

Manufacturer narrative:
Evaluation summary: two devices were returned for evaluation. Visual inspection confirmed that the inner driver was severely bent at the very tip. It was reported that the patient had normal bone quality and that a 3.8mm tapered awl was used to prepare the site. Per the IFU 10600584 rev. D, the 3.8mm tapered awl should be used for soft bone and the 3.8mm straight awl should be used for general use. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No root cause related to the manufacture of the device can be established. (B)(4).